Manufacturer narrative:
The device was in use for treatment. The lead remained implanted for approximately 5 years, 3 months. As the atrial lead was capped it will not be returned for analysis. A review of the device history record identified no rejects during manufacture of this lot number. A review of complaints against this lot number identified one other complaint for screw won't retract. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring,"d" dimension on is-1 connector is measured and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. As the device was not returned for analysis, root cause could not be determined; however, loss of pacing may be due to lead fracture, lead dislodgement, connector not fully inserted into header cavity, improper set-screw fixation in the header, presence of adhesive on the electrodes, a welding fracture, lead insulation breakage or the helix not securely affixed to the heart tissue. The instructions for use (IFU) informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. A review of the risk related to loss of pacing found the risk to be as low as possible or medium risk.

Event description:
The customer reported that the atrial lead was capped (taken out of service) due to loss of capture. There was no report of any adverse patient effects from this event.